Event description:
It was reported that a fusion oxygenator was noted to have a leak prior to use. The same leak was reported to have occurred in multiple packs. Device use was not continued due to the issue, and the device was replaced to complete the case. There was no reported patient blood loss and no unplanned blood transfusion, and plasma breakthrough did not occur. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info b5: medtronic received additional information that the customer used 5000 units of heparin for prime, but there was no heparin in the pump at the time. Lactated ringers and saline were used in the prime. The leak was on the bottom of oxygenator, leaking from the centre area. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.